Manufacturer narrative:
(B)(4). The device was returned. Visual and functional inspections were performed on the returned device. The cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6fr sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, with three proglide devices, cuff misses were noticed. The guide wire was able to be reinserted and exchange the systems for another proglide. The sheath was upsized to 18fr and the aaa procedure was completed. The fourth proglide was used to successfully achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.